Event description:
It was reported that, during the installation of a scanner, a drywall subcontractor was injured. Their finger was caught between the steel electrical box, pt was in the process of installing, and the magnet steel. Pt had been warned about the hazards of working around an energized magnet and had ignored a posted sign.